Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a (B)(6) female pt who used poligrip as a denture adhesive over a period of 22 yrs. A physician or other health care professional has not verified this report. In 1989, the pt used poligrip at unk dosing. At an unk time after using poligrip, the pt experienced neuropathy and copper low. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unk. According to the legal complaint, the pt used poligrip from 1989 until 2011. Diagnosis included low copper confirmed in labs and neuropathy. The pt complained of lower extremity weakness and numbness; unsteady gait and forced to walk with a cane; difficulty lifting her legs; increased paresthesias and burning; shocking sensation in her hands; and several episodes of falls and near falls.